Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. During the inspection and testing, it was observed that the image was flickering and went black. The image issue was found to be due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that the faulty cable resulted in a communication failure. However, the root cause of the cable failure could not be determined. The event can be prevented by following the device's instructions for use which states: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." In addition, service found the coupler was corroded and deformed, which caused the image to be off-center. Per the legal manufacturer, this issue has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that when preparing the subject device for use during an electrosurgical resection procedure, there was no image. The intended procedure was delayed less than fifteen minutes, and was successfully completed using a similar device. There was no patient or user injury reported due to the event.